Event description:
It was reported that an alert was detected in the remote home monitoring system for left ventricular (lv) automatic threshold (lvat) entering suspension mode 3 weeks post implant. Review of lead trend data showed that threshold measurements for this left ventricular (lv) lead were up to 5 volts. Additionally, intermittent lv loss of capture (loc) at 5 volts was observed. Technical services (ts) recommended further review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.